Manufacturer narrative:
(B)(4). The device was not returned, but a photo was provided for evaluation. The photos did not show evidence of leak at the fill-port. Therefore, the reported issue could not be confirmed and a cause could not be determined. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
Baxter (B)(4) received a report that an infusor had a leak during filling. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.